Manufacturer narrative:
Additional device product code is gxl. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device service history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service/ maintenance - eval ¿ the investigation of the complaint articles has shown that: the customer reported the device would working intermittently. The repair technician reported the motor would not turn. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on 4-aug-2015. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history record review of the past three years was performed for the subject device. The item was previously returned for service on 17-oct-2013 due to motor failure. The customer called in a service request for this item on 9-jul-2015 and reported that the device is inoperable-runs intermittently. The previous service condition of motor failure is relevant to the current complained issue of the device is inoperable-runs intermittently. The manufacture date of this item is 6-mar-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one hand piece for battery powered driver, lot 004767, does not run in reverse and a second hand piece for battery powered driver, lot 005864, is working intermittently. Both issues were discovered during routine testing and there was no surgical or patient involvement. This report is 2 of 2 for (B)(4).